Event description:
The customer received sporadic questionable bilirubin total gen.3 results for an unknown number of patient samples. About a week before the event, a tech noticed the qc results were high by a factor of approximately 10. They recalibrated and the qc was fine. Since that time, the customer had sporadic high results that then repeat as normal. The high initial result was approximately 10 times the rerun result. Specific data was provided for one patient sample. The initial result was 2.2 mg/dl and was reported outside the laboratory. On (B)(6) 2015, the sample was repeated after the initial result was questioned by the client. The repeat result was 0.2 mg/dl. The result was corrected. The customer was not aware of any adverse impact to the patient due to the incorrect result. No adverse event was reported. The reagent lot number was 60343901 with an expiration date of (B)(6) 2016. The field service representative found there was an issue with the application. He deleted and loaded an updated application. Calibration and qc were performed and were within specification. On a follow up visit, the field service representative checked the reaction cell rinse water, sample probe rinse water volumes and wash station volumes. These were all ok. He ran checks and precision testing which were all ok. He found the system operation met specification.

Manufacturer narrative:
A specific root cause could not be identified, but was most likely due to micro clots as analyzer alarms were received. An instrument or reagent related issue could be excluded as the instrument check and the calibration results are acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.